Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cutter's port kept closing during a vitrectomy procedure. The condition of actuating and aspiration was unknown. The surgery was completed after replacing the product with another one. There was no harm to the patient, the product sample was retained. No additional information is expected.

Manufacturer narrative:
One probe was returned for evaluation for the report of a cutting failure. A review of the related device history records indicated that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and it was deemed nonconforming. There was some red foreign material present in the port and on the inner cutter, with the cutter in the closed position in the port. The nonconforming visual attribute condition of the probe was from its use and was not related to the complaint issue. Actuation testing, aspiration testing, and cut testing were performed and all were deemed conforming. The complaint evaluation does not confirm the probe had a cutting failure. The cut performance met specification, even though the probe had been used for approximately 20 minutes. The root cause for this complaint issue was unknown because the returned sample was conforming to specification. (B)(4).

Manufacturer narrative:
One probe was returned for evaluation for the report of a cutting failure. A review of the related device history records indicated that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected and it was deemed nonconforming. There was some red foreign material present in the port and on the inner cutter, with the cutter in the closed position in the port. The nonconforming visual attribute condition of the probe was from its use and was not related to the complaint issue. Actuation testing, aspiration testing, and cut testing were performed and both were deemed conforming. The complaint evaluation does not confirm the probe had a cutting failure. The cut performance met specification, even though the probe had been used for approximately 20 minutes. The root cause for this complaint issue was unknown because the returned sample was conforming to specification. (B)(4)